Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The device was received in good condition. There was no visible damage noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a laparoscopic right colon resection procedure, the min. Button would not activate the instrument when depressed. A new device was used to complete the procedure with no patient consequence.